Event description:
A customer observed a non-reproducible, lower than expected, discordant, vitros valp result (85.8 vs. An expected result, unknown reference lab method = 140 ng/ml) from a single patient sample on a vitros 5600 integrated system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected, discordant, vitros valp result was obtained from a single patient sample on a vitros 5600 integrated system. The investigation could not determine a definitive root cause for the event. However, improper sample handling (centrifugation) or pre-analytical sample mix up issue could not be ruled out as contributing factors. There was no evidence that an instrument or reagent related issue contributed to the event. Expected performance was obtained using an alternate reagent lot.